Manufacturer narrative:
The interface (umbilical) cable for the imaging system was returned to the manufacturer for evaluation. Testing found that the gbit and continuity testing did not pass on the unit.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the 2d images were grainy and the frame rate was below recommended level message was displayed on the viewing syndication. Umbilical cable was damaged on the lemo end of umbilical. The umbilical cable was replaced to resolve the issue. The system then passed the system checkout and was found to be fully functional. The cable has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that images were grainy. There was no patient present at the time of the issue.